Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of expertise of the screw (no return) and without additional information on the circumstances of the breakage, the origin of the incident was not identified.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During an initial acl procedure, precisely in tibial fixation with the compositcp screw, the surgeon found the screw broken at the tip without blending or forcing it. There were no complications or delay reported."